Event description:
It was reported that a malfunction alarm labeled as malf 0 occurred on a pump still under warranty. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and was instructed on returning the faulty pump.